Event description:
It was reported that the left monitor on the 9800 system had blurry images during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable and high voltage tank were replaced. The collimator was adjusted and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service.